Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - a manufacturing review is in progress. An additional medwatch report will be submitted upon receipt of additional information.

Event description:
A peritoneal dialysis patient discovered fluid leaking from the cassette door of her peritoneal dialysis cycler during drain 3 of 5 following an air detected in the cassette alarm. Upon removing the disposable cassette the patient observed more fluid leaking from it. The patient's peritoneal dialysis rn stated that the patient experienced no adverse event related to the fluid leak. The patient was asymptomatic and was not administered an antibiotic. The set was discarded.